Event description:
Eminent clinical trial. It was reported that restenosis occurred. The patient underwent treatment with the study stent on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in the middle and distal superficial femoral artery (sfa) of the right leg. The target lesion was 80% occluded and crossed subintimal, and was a proximal reference vessel diameter of 4.5mm and distal vessel diameter of 4.0mm. The total length of the target lesion was visually estimated 100mm long. Pre-dilatation was performed using two balloons, afterwards a 6mm x 150mm study eluvia stent was implanted. Post-dilatation was performed using one balloon, resulting in 0% residual stenosis. On (B)(6) 2019, an 80% of stenosis of the target lesion was noted. On (B)(6) 2019, the patient was hospitalized for further evaluation and a percutaneous transluminal angioplasty (pta) and an angiography without revascularization took place. The patient was recovered on (B)(6) 2019 and discharged on (B)(6) 2019. It was further reported that the baseline angiography in target lesion revealed absence of aneurysm and thrombosis on (B)(6) 2017. On (B)(6) 2017 the subject was discharged with antiplatelet therapy. On (B)(6) 2019, the subject presented with pain only in right leg after walking for a distance less than 1km and there was no pain noted at rest. On (B)(6) 2019, angiography of the femoral artery revealed severe, very short segment 80% stenosis in the stent placed in sfa, which was 35mm long with reference vessel diameter of 4.2mm, along with unimpaired lower leg vessel outflow. On (B)(6) 2019, post index procedure, the target lesion was treated with dilatation of 4mm x 20mm balloon and again subsequently dilated with 6mm x 40mm non-bsc balloon. Post procedure angiography shows a very good result. On (B)(6) 2019, duplex ultrasound and oscillography revealed good hemodynamic and morphological conditions. On same day, subject was discharged to home on dual antiplatelet medication and the next follow up as outpatient for angiology was planned on (B)(6) 2020.

Manufacturer narrative:
Device is a combination product. E1: initial reporter facility name: (B)(6).

Manufacturer narrative:
Initial reporter facility name: (B)(6).

Event description:
(B)(6) clinical trial. It was reported that restenosis occurred. The patient underwent treatment with the study stent on (B)(6) 2017 as part of the eminent clinical trial. The target lesion was located in the middle and distal superficial femoral artery (sfa) of the right leg. The target lesion was 80% occluded and crossed subintimal, and was a proximal reference vessel diameter of 4.5mm and distal vessel diameter of 4.0mm. The total length of the target lesion was visually estimated 100mm long. Pre-dilatation was performed using two balloons, afterwards a 6mm x 150mm study eluvia stent was implanted. Post-dilatation was performed using one balloon, resulting in 0% residual stenosis. On (B)(6) 2019, an 80% of stenosis of the target lesion was noted. On (B)(6) 2019, the patient was hospitalized for further evaluation and a percutaneous transluminal angioplasty (pta) and an angiography without revascularization took place. The patient was recovered on (B)(6) 2019 and discharged on (B)(6) 2019.